Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of  600 mg/dl at the time of the event. It is indicated that the insulin pump had a blank display. Troubleshooting was performed. The auto mode feature was not active but the pump was used within 48 hours of the reported high bg event. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black, case type = ngp. Customer returned pump for an alleged keypad anomaly, cosmetic damage located at the screen, blank display, battery anomalies and visit to emergency room for high bgs found on 15-nov-2022. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged keypad anomaly and cosmetic damage located at the lcd screen found on 29-dec-2021. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged low battery life or low battery alert and cosmetic damage found on 29-oct-2022. The pump was received with a minor scratched lcd window. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored for several days, and no blank display, battery anomalies and low battery life or low battery alert noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and low battery alert recorded in the formatted history file for the event dates of 15-nov-2022 and 29-oct-2022. However, low battery alert was recorded and found in the formatted history file on: 11/09/2022 03:57:00.000 11/14/2022 23:38:00.000 10/28/2022 22:39:00.000 replace battery alert was recorded and found in the formatted history file on: 10/29/2022 06:53:00.000 11/15/2022 00:16:00.000 11/15/2022 00:41:00.000 replace battery now alarm was recorded and found in the formatted history file on: 10/29/2022 07:24:00.000 10/29/2022 07:34:00.000 11/15/2022 00:41:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 11/09/2022 06:55:53.000 power loss alarm was recorded and found in the formatted history file on: 10/29/2022 08:35:30.000 11/15/2022 06:35:36.000 earliest power data available per the power management tool/detail trace file is on 03-jan-2023. There was no power data available for the event dates of 15-nov-2022 and 29-oct-2022. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, failed batt/battery failed alarm and power loss alarm. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted.pump passed the keypad voltage test. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. Also, the j1 connector on pcba 1 was locked properly during visual inspection. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a broken belt clip rails.cosmetic damage was confirmed at the lcd screen. Keypad anomaly, blank display, battery anomalies and low battery life or low battery alert were not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.